Event description:
Revision surgery-the patient complained of pain in their right shoulder as a result of a fall. The baseplate and screws were taken out, and the patient had fractured their glenoid. The surgeon implanted a hemispherical, there was no implant failure.